Event description:
Pt noticing she is bleeding more and more painful from the needles she is using (correct needles(bd pen ndi 31gx5mm). The first ones in the pack were fine, but the last few in the pack are causing more pain/bleeding. She is inj in abdomen. Rph.